Event description:
Pt had done well since 11/96 when he underwent an acdf c4-5, c6 due to disc protrusion following a motor vehicle accident. Pt was discharged home with cervical collar, no lifting of over 20 lbs. Pt developed a fracture of the cervical plate along the inferior border at c5/6 requiring removal, cause unknown.